Event description:
It was reported that spiderweb cracks were observed behind the touchscreen. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.